Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of meniscus repair,after 1st firing, two plates were deployed at the same time. Changed another one, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d1, d4, h4: the product code has been updated to reflect the correct information. Therefore, the brand name, catalog number, UDI, lot number and device manufacture date have all been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. Changed another one, the event re-happened. Another device was used to complete the surgery. The complaint device was received, only the needle was returned, the applier gun used in this particular procedure was not sent. On visual inspection it could be observed that the plates and sutures are not inside the needle which is a sign that both implants were deployed. There were no structural anomalies on the needle or the silicone sleeve. Since the the plates and sutures were not returned, the functional test cannot be performed. According with the visual inspection result, this complaint cannot be confirmed and therefore unable to be replicated for the described issue. Considering that the functional test was not performed, we cannot determine a root cause why the customer experienced the reported failure. A manufacturing record evaluation was performed for the finished device [6l47156] number, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: please find mre; product code: 228141; lot/sn: (B)(6); there was no non conformance regarding this lot; release date: 12.19.2019; expiry date: 10.31.2022; quantity: (B)(4). Device history batch: null. Device history review: null.